Manufacturer narrative:
(B)(4).batch # t94a5h. Investigation summary the analysis results found that the mcs20 device was returned with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining eighteen conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a carotid procedure, the device scissored and cut the vessel. No clips were deployed. A similar device was used to complete the procedure. There were no patient consequences.